Manufacturer narrative:
Additional information: device manufacture date and unique device identification (UDI) provided. Correction: product and related fields updated to proper value. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. The reported issue occurred in a functional endoscopic sinus surgery (fess).

Manufacturer narrative:
Patient sex not available from the site. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A software investigation analysis was initiated to determine the probable cause of the issue through archive/image analysis. Analysis found that the exam used was to protocol and that the tracer registration was sufficient for navigation.

Event description:
A site representative reported that, while in a procedure, the surgeon observed a 4-5 millimeter imprecision. It was reported that the site had difficulties registering the patient and that the navigation system was accurate at known anatomical landmarks. In the sinus cavity, the representative noted that the instrument projection was in the brain in the application software.

Manufacturer narrative:
Correction: a medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.